Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2024. On (B)(6) 2024, the patient reported that they experienced inaccurate cgm values 5 days after the sensor had been inserted in the thigh. On (B)(6) 2024, the patient did not experience any symptoms, but when a fingerstick was taken the cgm was reading 230 mg/dl, and the blood glucose reading was 400 mg/dl. According to the patient they were hospitalized but they refused to provide more information regarding the event. The patient also had a kidney issue that would be part of the reason for the hospitalization. At the time of the report, which was the day after the event, the patient was stable. No other details were documented, and the patient refused to provide any further details. No data was provided for evaluation. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.